Manufacturer narrative:
The pump remains in use supporting the patient and was not available for evaluation. A correlation between the device and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient presented to the clinic with pain at the driveline site, in addition to increased redness and drainage. The patient was admitted to the hospital and wound cultures drawn were (B)(6) for gram-(B)(6) cocci. The patient was started on daptomycin. A CT scan without contrast of abdomen was preformed to rule out abscess versus cellulitis; the CT scan showed no abscess. On (B)(6) 2018, the culture as speciated to (B)(6). The patient's antibiotic treatment changed to oxacillin. A repeat CT abdomen performed showed no abscess and no changes to the previous scan. Infectious disease changed the patient's antibiotics from amoxicillin back to daptomycin. Multiple driveline changes were performed which showed improvement to the driveline site from malodorous discharge to just discharge. The patient was never febrile during inpatient stay and had no white blood cell count elevations. The patient's inr remained sub-therapeutics at 1.5. The patient was discharged home on an unspecified date on lovenox bridge and coumadin. No additional information was provided.